Event description:
The device's audible alarm was not working. The failure was discovered during an operational check by the customer. The device was not in pt use and there was no reported pt harm. A repair eval was performed and the audible alarm failure was duplicated. The unit was sent to engineering for analysis where it was determined that, the speaker wire broke creating an open condition. The unit was then returned to service for performance and the electrical testing where the speaker assembly was replaced to correct the problem.